Manufacturer narrative:
The customer reported that the multigas unit intermittently displays "gas error line". The customer was unable to confirm if the unit was in patient use at the time, but they are confident that no injury or death occurred. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit intermittently displays "gas error line".

Event description:
The customer reported that the multigas unit intermittently displays "gas error line" message.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit intermittently displayed a "gas error line" message. The customer was unable to confirm if the unit was in patient use at the time, but they are confident that no injury or death occurred. They sent this unit in for an exchange. Service requested / performed: evaluation: it was concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6)) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The countermeasure is to perform a firmware upgrade. Investigation summary: nka replaced the sensor (cd-314p). For sensor failure. A CAPA is not warranted.